Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The (B)(4) sprint quattro secure s lead is part of the advisory for this model. Corrected (B)(4) sprint quattro secure s lead.

Event description:
It was reported that the right ventricular lead threshold had increased, oversensing was seen in non-sustained tachycardia episodes, and that the short interval count (sic) was greater than 14,000. The lead remains in use. No patient complications have been reported as a result of this event. It was later reported that during a possible lead revision procedure, the physician had difficulty engaging the device set screw. The lead revision was planned due to nonphysiologic sensing, noise and increasing capture threshold on the lead. During procedure the lead was checked with the analyzer and the threshold was lower on the analyzer than when previously connected to the device. The physician concluded the issue had been with the device set screw. The device and lead remain in use. No patient complications have been reported as a result of this event.